Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. Visual inspection found the ac fuse holder was broken. The illuminator was installed and tested on an in-house test system but was unable to power up. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator suddenly powered off and could not be powered back on. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to use an external illuminator. The planned surgical procedure was completed with the use of an external illuminator. There was no report of patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the issue and verify it in the log files. The tfs replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.